Event description:
As reported on (B)(6) 2014, a patient of unknown age and gender presented for an PICC placement procedure. It was reported that when prepping for the procedure, it was noted the guidewire had partially unraveled. The device was set aside and anew of the same was used to successfully complete the procedure. The patient suffered no harm or injury due to this event as the device did not come into contact with the patient. It was reported the disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
It was reported that the device involved in the incident is available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. Attempts are being made to obtain the device. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).